Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 occurred on home choice (hc) during initial drain . The home patient (hp) stated that she did not connect the patient line properly. There was air in the system. The baxter technical representative (tsr) had the hp cycle power and got se 2367 .the hp will restart with new set up. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k are not provided since the product code and the lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted when additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The root cause of the complaint was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).